Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 687mg/dl. Reportedly, customer believed the non-tandem continuous glucose monitor delivered correction boluses, and customer was not manually taking any correction boluses. Subsequently, customer was hospitalized. Bg was treated with intravenous insulin, and saline. Reportedly, the customer was released on (B)(6) 2020 with the issue resolved and no permanent damage.